Event description:
It was reported that the patient presented to the emergency room experiencing experienced shortness of breath, weakness, low heart rate and asystole as a result of loss of capture noted on its pacemaker system. Both right ventricular (rv) and right atrial (ra) leads exhibited noise over sensed as well. Insulation damage was suspected on right ventricular (rv) lead. On (B)(6) 2025, the physician capped the existing right atrial (ra) and right ventricular (rv) leads, the device was explanted, and new device and leads were implanted. The patient was in stable condition after the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Additionally, visual inspection found no anomaly on the header related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.